Manufacturer narrative:
The investigation of low pump flow has been completed. The returned complaint pump was visually inspected. A tiny amount of biomaterial was observed around the purge gap. No broken blade/cannula kink was observed. Inlet cage damage was observed. The returned pump was connected to automated impella controller to reproduce the reported low pump flow issue. The pump run for 10 minutes on p-9. No low pump flow was reproduced. Data log review showed many suction alarms occurred. Motor current spike was observed followed by dropping in flow at p-2. No positioning issue alarms were observed. Clinical stated that biomaterial was noted in inlet cage. The root cause of the low pump flow issue most likely was biomaterial ingestion. It looked like the inlet cage damage occurred during removal or return of the device for analysis since no detail stated regarding this damage in the clinical description.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the patient was on impella cp support. While on support, impella had low pump flows. Impella was weaned and explanted following low pump flows. The patient survived the event.